Event description:
It was reported during a device change out procedure, the physician noted that the set screw of the pulse generator was stripped. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.